Event description:
It was reported that a spectrum pump has "slow detection of occlusion". It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported "slow detection of occlusion", which were not confirmed or reproduced during evaluation. No direct cause of the event could be identified. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-07121 can be removed from the FDA database.